Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 09/25/2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/16/2016 with the following findings: a review of the black box indicated multiple unexpected reboots had occurred on(B)(6) 2016. Additionally, multiple reboots were observed following call service 054/052 alarms. The battery cap was not returned with the pump for investigation; a test battery cap was able to maintain electrical connection and was used to complete testing. The pump powered on normally and successfully completed ez-prime steps. The pump was exercised for 24 hours with no power interruptions occurring. The pump cover was removed and no defects were found to the power circuit. The complaint of intermittent power could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).